Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional from a clinical study reported that the patient whose indication for use is parkinson's dual and movement disorders had an infection at the incision site. The patient saw the neurosurgeon and was treated with oral and topical antibiotics for infection of the incision on the left scalp. The outcome was resolved without sequelae.